Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument. The medium-large clip applier had one bent grip tip at the distal end for axis 6 grip, causing misalignment of the grips and for the clip to not hold in place. There was a 0.033¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip would not stay in the jaws of the medium-large clip applier. The instrument would not successfully apply the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected and nothing unusual was noted. The incident with the clip applier occurred prior to clip application (instrument in patient). Clip would fall out of applier, then would also not clamp the clip successfully. The clip became dislodged from the instrument and fell into patient. The clip was retrieved same procedure. The type of clip used was weck hem-o-lok clips in medium/large size. The vessel or tissue bundle was not greater than the specified diameter suggested. The incident occurred during the first clip application attempt. A new instrument was opened to resolve the issue.